Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the hospital indicated that the reported event was noted prior to procedure and an alternate unit was obtained for the scheduled procedure without delay.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Investigation of the device verified the comb to be damaged. The device was repaired with a new comb, shoulder, bolts, washers and gear. Improper handling most likely caused the customer's event. The device was serviced and returned to the customer.